Event description:
A malfunction alarm occurred with the customer's equipment, and they mentioned no notable events prior to the issue. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating it remained within a normal range with no adverse impact. The customer received information on how to reset the pump and opted to perform the reset independently once they had access to a charger, with the option to call back if further assistance was needed. No additional outcome information was provided.